Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of moisture corrosion was found near the keypad connector. The lock and unlock functions worked properly during testing. Unrelated to the complaint, investigation revealed cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.